Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead. Early battery depletion was also noted on the implantable pulse generator (ipg). The ipg was explanted and replaced. The lead remains in use due to patient's health condition. No patient complications have been reported as a result of this event.